Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient went to an emergency room (ER) due to acetone on (B)(6) 2025 and got treated with intravenous (IV) drip. Blood glucose level was 580 mg/dl at the time of the event and was caused by bent cannula. The infusion set was in use for one day. The insertion site was abdomen. Patient was found positive for ketones levels and ketone levels were found to be 2.the length of hospitalization was less than 24 hours. No further information available.